Event description:
Per the clinic, the recipient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported), however, this did not alleviate the problem. The clinic also reported that the recipient experienced wound dehiscence and an extrusion of the device. Subsequently, the device was explanted on (B)(6)2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.